Event description:
Per complaint details received: material no.: su15120 batch no.: j21xrd. Verbatim: customer was utilizing nail nipper su10520 and customers hand was cut during use of the nail nipper from a sharp point on the handle. J21xrd confirmed. What is the customer outcome? Unknown at this time. (B)(6) 2022 additional information: one of our podiatry nail technicians was the one who was injured. She was squeezing down on the handle, trimming a patient¿s toenails when the pointed, sharp part on the nail clipper handle (that was sticking up) poked her in the palm of her hand. The area was cleaned, and antibiotic ointment, and band aid was applied. There was no major injury to area, just a small cut and minimal bleeding. Picture was not obtained at that time and unable to do so now since this was last week. No further information available.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Manufacturer narrative:
Follow up to parent complaint: (B)(4). The complaint product was returned, and an evaluation was performed. The root cause is due to a production error. The pin of the lock was not sufficiently deburred. Furthermore, in the test plan there was no corresponding test step for checking if sharp edges exist and in which position the lock must be checked. The test plan has been extended by the corresponding test step (checking for sharp edges, clarification of the position of the lock during the inspection).

Event description:
Customer was utilizing nail nipper su10520 and customers hand was cut during use of the nail nipper from a sharp point on the handle. J21xrd confirmed. What is the customer outcome? Unknown at this time. 12 jan 2022 additional information: one of our podiatry nail technicians was the one who was injured. She was squeezing down on the handle, trimming a patient¿s toenails when the pointed, sharp part on the nail clipper handle (that was sticking up) poked her in the palm of her hand. The area was cleaned, and antibiotic ointment, and band aid was applied. There was no major injury to area, just a small cut and minimal bleeding. Picture was not obtained at that time and unable to do so now since this was last week. No further information available.